Event description:
It was reported to boston scientific corporation in 2008, that a jagtome rx device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed. According to the complainant, the tip orientation of the device is not correct. The procedure was completed with another jagtome rx. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "unknown".

Manufacturer narrative:
A visual examination of the returned device revealed that the tip was twisted and smashed/cracked. A functional investigation revealed that the tip orientation was not within tolerance. The orientation was able to be adjusted to be within tolerance by rotating the device handle. In addition, the cannulating wire movement was misaligned due to the twisted distal tip. The cause of the reported malfunction can not be determined. A search of the complaint database revealed no additional complaints reported for this lot.